Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she was hospitalized due to high blood glucose levels. Customer had just gotten off a plane and went to a clinic. The clinic informed the customer to go to the hospital due to the high levels. Customer mentioned the device never alarmed no delivery. The customer's blood glucose level was 500 mg/dl. The high blood glucose levels was due to a bent cannula. Customer was still in hospital at the time of call. No further details were provided. Nothing was replaced or returned.